Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 4.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.